Manufacturer narrative:
No battery change anomalies, blank display anomalies or display anomalies noted during testing. Device passed displacement test, sleep current measurement and active current measurement. Device passed displacement test. Hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via website form that the device failed the audio test. The customer¿s blood glucose during the incident was unknown. The audio issue did not occur when tested on the call. However, the customer also mentioned that her screen did not appear properly earlier in the day. The display issue was not confirmed or verified during the call. The device will be returned for analysis.